Event description:
Pt had guidant vitality 2 ICD model t165 dr that was installed in 2005. The pt has had problems since, with failure to pace, failure to capturing. The devices has been interrograted several times iwth various adjustments and settings. The pt had a revision of the atrial lead three mos later. On the event date, the pt sneezed hard 6-7 times, vomited real hard, then became weak, pale, and sob. EKG noted bigeminy pvcs without capturing and very long lapses in heart beat. Heart rate dropped down to 33 bpm. In hosp, monitor showed the same with lower pulse rate, failure to capture, atrial and/or ventricular, and very long pauses. The cardiologist, guidant technician, and cardioelectrophysiologist -cep- who performed the implant, admitted there was a problem with the ICD but didn't "know why or what to do about it." They stated this to the pt's family. The cardiologist directed the technician to turn off the atrial pacemaker and left the pt with only the ventricular demand pacer. The technician stated, "this is only a bandaid." The cardiologist discharged the pt with promise to compare several chest x-rays to determine if the ventricular lead was implanted or was migrating toward the atrial lead, which seemed possible by the ICD's performance. The family did not receive the phone call from cardiologist. The pt saw the cardiologist nine days later, a week later, the pt's bp had dropped t0 84/58 intermittently, but was pacing 72/min with his own ventricular beat sometimes. The pt deteriorated to being very weak and shakey legs with observed sob, which have been his complaints throughout the entire cardiac hisotry, only worse now. Again, the cardiologist stated, "guidant still doesn't know why the ICD is malfunctioning." The cardiologist attempted to call the cep who implanted the ICD and he was unavailable. Once again he stated he would call after he talked to the cep. We are still waiting for call.